Event description:
Nurse was going to use container. She picked it up by a needle that was protruding through the bottom. There was one needle and one fingerstick apparatus in the container. Results of blood tests are unknown.